Manufacturer narrative:
Drive devilbiss healthcare incorrectly reported the manufacturer as shenyang henyi enterprise co., ltd, pump and valve industrial park, no.5 panwu road, yangshigang town, shenyang 110200, chn. The correct manufacturer is apex healthcare mfg. Inc., no. 6 industrial 2nd road, tou chiao industrial park, min hsiung shiang, chia yi hsien, tw. Sections d3, f 11,13 and 14 were updated to reflect the correct information.

Event description:
(B)(4) was notified of an incident involving a patient lift by the provider who reported that the end user was being lifted to the bedside commode when the bolt from the lift dislodged, causing the end user to fall. As a result of the fall, the end user sustained a hip fracture in two locations and was hospitalized for several days. The provider further reported that on (B)(6) 2026, they were informed that the end user had passed away. At this time, it is unknown whether the injuries sustained during the incident caused or contributed to the end user's death. As part of its complaint review and evaluation process, (B)(4) will also notify the manufacturer of the product about this complaint.